Event description:
Patient came to emergency room as the device stopped pacing. The patient had an intrinsic rate of 38 beats per minute and the device did not provide a magnet response. The device could not be re-initialized despite several attempts and had trouble being interrogated. Technical services recommended explanting the device. The patient has been lost to follow-up for some years and based on the implant date, the device is most likey past eri, potentially at eos. The device remains implanted and will be changed out. This pacemaker was explanted on (B)(6) 2013 and replaced with another pacemaker.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.